Manufacturer narrative:
Hologic technical support (ts) and a subject matter expert (sme) reviewed the logs for this instrument, finding no hardware issues that would have contributed to this discrepancy. The sme determined that there was likely some statistical variation between each aliquot because the samples were diluted before testing. For the replicate in question, sme suggested that the target level was below the limit of detection since the signal intensity was slightly lower than other sample curves for the panel replicates. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
On 2/6/2024, a hologic qc specialist reported that they had one false negative result for a known positive sars-cov-2 tma panel in worklist ID: (B)(4). The customer was using assay lot 314408 on their panther instrument (sn (B)(6)). The panel was diluted, thoroughly mixed, and aliquoted into 20 replicates; 19 of the replicates had the expected positive sars-cov-2 result, while one replicate was negative for sars-cov-2. No patient samples were tested, therefore there is no patient/user impact for this event. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.